Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, air came out of the auto stopcock of the infusion line while aspirating. The case was completed using an alternate infusion line. There was no harm to the pt.